Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after de-accessing the port, allegedly foreign material, such as a piece of the septum adhered to the tip of the needle. There was no reported patient injury.

Event description:
It was reported that after de-accessing the port, allegedly foreign material, such as a piece of the septum adhered to the tip of the needle. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI and 8 fr groshong catheter for review. Visual and microscopic evaluation determined that the port septum was damaged and a small portion of the septum was returned attached to a huber needle. Therefore, the investigation is confirmed for septum damage. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.